Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. The s-ICD was reprogrammed with the alternate vector and further monitoring is expected. This sicd system remains in-service at this time. No adverse patient effects were reported. Additional information was received. Troubleshooting was performed, and noise was reproduced with pocket manipulation. This s-ICD system was subsequently replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. The s-ICD was reprogrammed with the alternate vector and further monitoring is expected. This sicd system remains in-service at this time. No adverse patient effects were reported. Additional information was received. Troubleshooting was performed, and noise was reproduced with pocket manipulation. This s-ICD system was subsequently replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.